Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had an erratic gui display. There was no patient involvement. The covidien customer support engineer (cse) inspected the device. The cse upgraded the graphical user interface (gui) display from 9.4 to 10.4. The unit passed extended self-testing.